Event description:
It was reported that the user¿s ilet displayed prompts to connect a cgm and did not show dexcom g7 readings while the g7 mobile app was receiving data; the caregiver confirmed the g7 sensor code had not been entered into the pump, then entered the code and restarted the ilet, after which the sensor connected and glucose data appeared. Symptoms included hyperglycemia of 259 mg/dl with no adverse clinical symptoms. Outcomes included no impact on health and no hospitalization. Investigation included guided troubleshooting, verification of the correct sensor code, confirmation that no other devices were paired besides the phone, and device restart. Investigation of this case revealed an initial configuration and pairing issue related to an unentered g7 sensor code and subsequent need for device restart, with successful reconnection confirming function. It was concluded, based on previously established findings for similar reports, that the cause was user setup error resulting in temporary cgm-to-pump communication interruption.